Event description:
Abbvie became aware of a literature article from the netherlands titled, "cost-effectiveness of pelvic floor reconstruction using biological mesh after extralevator abdominoperineal resection for rectal cancer." This single-blinded, multi-center study analyzed 104 randomized patients with low rectal cancer undergoing extralevator abdominoperineal resection, with 101 included in the final cost analysis (53 primary perineal closure and 48 biological mesh). Eleven hospitals in the netherlands and one hospital in the united kingdom participated. The biological mesh product used was strattice®. The authors sought to evaluate the cost-effectiveness of biological mesh reconstruction versus primary perineal closure over a 5-year time period by comparing total healthcare costs over a 5-year time period post-surgery and patient health outcomes as measured in quality-adjusted life years. Five patients (10%) in the biological mesh group underwent reoperation. The authors also reported that patients in the biological mesh group underwent "perineal hernia intervention," and "postoperative ileus surgery." The ileus surgery was determined to be not device-related. The authors concluded that the mesh group had a higher mean total healthcare cost. The mesh group also had better quality of life and lower wound complication rates; however, these differences were not significant over time.

Manufacturer narrative:
Article citation: van geloven naw, vermaas m, blommestein hm, et al. Cost-effectiveness of pelvic floor reconstruction using biological mesh after extralevator abdominoperineal resection for rectal cancer diseases of the colon & rectum. Published online june 15, 2026. Doi:10.1097/dcr.0000000000004326. This is a follow-up report to a medwatch submitted under manufacture report number 1000306051-2021-00009. Additional, changed, and/or corrected information: a.2, b.3, b.5, b.6, b.7, d.3, e.1, g.1, h.6, h.10 this follow-up report is being submitted to report the serious, device-related event of fistula. The biopex study data in the initial report were also used as the basis for this literature article.